Event description:
The customer reported the unit shut down when the ventilator's backup battery depleted during transport of a pt. The customer reported the ventilator did alarm at shut down, and there was no pt harm.